Event description:
It was reported that multiple minimum fill notifications occurred after the user filled multiple cartridges with 250 units of insulin during the load sequence. Blood glucose was not impacted. The customer reloaded the cartridge into the pump to resolve the issue.

Manufacturer narrative:
Device not returned.